Manufacturer narrative:
The reported events were helix mechanism issue, unacceptable capture threshold and high pacing impedance. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and bent consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found inner coil in the connector region was over torqued consistent with procedural damage. Unable to measure the helix extension length and unable to perform the helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue, the damaged helix and the over torqued inner coil in the connector region. The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure that the atrial lead had high capture threshold and high pacing impedance measurements. When the physician tried a different position he noticed that the helix of the atrial lead would not extend. The physician elected to complete the procedure with a different lead. The patient condition was stable following the procedure.